Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is currently being monitored and has not been revised to date. The device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4). Note: this patient is a bilateral patient, right side is referenced on complaint: (B)(4).

Event description:
A product liability claim was raised. It was reported by patient's counsel that his client received a durom acetabular component 56/50 p with a metasul large diameter head, versys taper and a head adapter on the left side on (B)(6) 2007. The patient is currently being monitored due to pain and loosening.

Manufacturer narrative:
Additional information was received on october 27, 2017. The devices were returned and the result of the visual examination has been made available. DHR review: the quality records indicate that these components met all requirements to perform as intended. Review of event description: patient underwent revision due to pain and loosening. Review of received data - surgical report : review of surgical report did not lead to new information regarding the reported event. - other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. Devices analysis visual examination: following components have been returned for investigation: durom cup and ldh head and head adapter all received components show damage from revision surgery such as nicks and scratches. Additionally, following observations are done: the durom cup shows none bone on growth on the anchoring side. The inner surface of the head adapter shows some surface changes in form of fretting corrosion the head taper surface is inconspicuous. The outer surface of the head adapter shows some surface changes in form of fretting corrosion. Conclusion: no further investigation required as this issue is known (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced above. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed again. Zimmer¿s reference number of this file is (B)(4).